Manufacturer narrative:
The failed parts have been requested for investigation but were not received until now. The investigation results will be part of a follow-up report.

Event description:
It was reported that during a case, the gcx mount holding a kappa xlt monitor on this apollo broke causing the monitor to fall nearly hitting the patient. There was no injury reported.